Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and cracked case at the display window corners. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call the insulin pump was dropped and had physical damage. The customer's blood glucose level was 342 mg/dl at the time of the incident. Customer states they had cracks in their pump. The insulin pump will be returned for analysis. No further details are given.